Event description:
It was reported that this pacemaker was returned back to boston scientific for analysis without any allegation being made against it in the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities. Returned product testing revealed the pacemaker failed for battery usage. A coulomb meter test was conducted and confirmed evidence of hydrogen-induced leaky by-pass capacitors. This resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.